Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented via remote transmission. Review of transcripts revealed noise oversensing episodes on the right ventricular lead. The patient was brought in clinic and noise was reproduced with isometrics. Therapies were turned off. Patient would return for lead revision. Patient was asymptomatic throughout event.

Event description:
New information noted that the right ventricular lead was capped and replaced on (B)(6) 2020. A lead fracture was observed. Patient was stable post procedure.